Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set had a silicone piece from the non- baxter set lodge in the male luer resulting in no flow of solution during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted a blue particle inside the male luer shaft. Further microscopic inspection revealed that the particle was a broken piece was from non-baxter luer activated device. The reported condition was not verified and the y type extension set is not non-conforming product. Should additional relevant information become available, a supplemental report will be submitted.